Event description:
It was reported that the radiofrequency programmer head originally returned as it was no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head's cable had insulation damage and that its lens was cracked. The head was being sent on for repair. (B)(4).